Manufacturer narrative:
D9: product received date 10/22/2024. H3: one device was returned for analysis. Review of the event history log (ehl) showed error code 41627. A functional and visual test were performed and the reported issue was duplicated. The cause of the reported issue was due to the motor and printed wiring assembly (pwa). As a result, the motor and pwa were replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
E1: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device presents signals errors. It is unknown if there was patient involvement.